Event description:
Part of the tampon has become detached...thought it was retained in the body [device breakage] case narrative: consumer reported via email that part of the tampon became detached leading her to think it was retained. Medical evaluation confirmed no tampon was present and therefore no injury occurred.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure as a result of the lot code investigation completed on 25 feb 2025. Product investigation is in progress for returned product received 25 feb 2025.

Event description:
Part of the tampon has become detached...thought it was retained in the body [device breakage] . Case narrative: consumer reported via email that part of the tampon became detached leading her to think it was retained. Medical evaluation confirmed no tampon was present and therefore no injury occurred.